Event description:
Philips received a complaint by the customer on the v60 indicating that the device was loose on the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was loose on the stand, and the base assembly inserts were damaged. The customer requested onsite service to replace the base assembly, central processing unit (cpu) tray cover, and thumbscrews. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the base assembly, cpu tray cover, and thumbwheels for repair to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.